Event description:
It was reported that the customer received a failed self test alarm while she was sleeping. The customer's blood glucose was 110 mg/dl. Troubleshooting was done. Customer found that the alarm had occurred twice. The customer stated that she was able to perform the rewind process. The customer was also able to prime the insulin pump and perform a bolus. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
No unexpected alarms noted. The pump passed the self test. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. The pump was monitored for several days, and no unexpected bolus delivery was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.